Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were leaking. There was no adverse impact to customer's blood glucose level. No troubleshooting was able to performed as issue was not occurring at time of call. Reportedly, the customer reverted to manual injections and an insulin inhaler for insulin therapy.